Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no other complaints on this device. The pump was received on (B)(6) 2024 and tested on (B)(6) 2024. See case # (B)(4) on salesforce for more information. The initial complaint was created on cq as complaint # (B)(4), which was closed as "device not returned". This complaint was opened in qos for further investigation. The pump was tested with the following flow rate protocol from document #(B)(4), since it was reported that the patient had vtbi left on their infusion put the medication bag was empty: 11.1. Submerge spike end of administration set in the water tank. 11.2. Weigh the empty plastic bottle and record initial weight. Hang empty bottle on a hook below the pump. 11.3. Prime the administration set and attach to the pump. 11.4. Power on the pump. 11.5. Select resume infusion. If not available, select new infusion. 11.6. Set the vtbi to 100ml. Leave all other parameters unchanged in order to replicate the infusion settings when the issue was identified by the user. 11.7. Place the needle end of the administration set into the empty bottle. 11.8. Press run/stop key on the pump to run the infusion. 11.9. When the infusion completes, weigh the bottle to get the final bottle weight. 11.10. Calculate the initial flow rate accuracy. Initial flow rate accuracy = ((actual fluid weight - expected fluid weight)/expected fluid weight) * 100% where actual fluid weight = final bottle weight - initial bottle weight. 11.11. Record the results. 11.11.1. Passing criteria: flow rate accuracy is within +/-5% deviation. The initial bottle weight was recorded at 51.333 g. The final bottle weight after the 100ml infusion was recorded as 150.424 g. The flow rate amount was measured at 99.091 ml which has a deviation of -0.9% which is in specification. All weights were taken with an and fx-500i scale with control # (B)(4) and calibration date (B)(6) 2023. The flow rate test was completed with an hs-008 set with lot # 2305022 and expiration date 4/14/2026. Reported issue not found, device performing to specification.

Manufacturer narrative:
Pump was received by manufacturer on 1/11/2024. Device evaluation has begun.

Event description:
On (B)(6) 2023, infutronix received a report that the flow rate - infused faster than expected causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned for further evaluation.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested.